Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and feeling lightheaded. The right ventricular (rv) lead had a confirmed fracture, along with exhibiting noise, a high number of short v-v intervals, t-wave oversensing, intermittent capture, and high, undefined and increasing impedance which caused a polarity switch and lead warning. The patient's right atrial (ra) lead was unable to capture. The rv lead was capped and replaced, while the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.